Event description:
The surgeon reported while he and another surgeon were performing vitrectomy procedure, bubbles came into the eye via the tubing. No patient harm reported. Additional information is expected.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. This is the second complaint for the finished goods lot and the second for this issue. The device history review (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample a returned at a later date, the investigation will be reopened and the sample evaluated. As a sample was not returned for this complaint, the root cause could not be definitively determined. However, complaints of a similar nature have been found to be associated with a leak at an internal weld between the pressure source and low pressure air source lines inside the cassette. This occurs as a result of insufficient weld during the manufacturing process. (B)(4).